Manufacturer narrative:
Concomitant medical products: 419478, lead, implanted: (B)(6) 2009. 5076-52, lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's device was checked in-clinic and found to have an expected battery longevity of 20 months. Approximately six months later, the device was checked in-clinic again, and this time the longevity was estimated at less than one month. This longevity estimate was also noted on a remote monitoring transmission. The patient was then scheduled for a device replacement one week later. On the day of the replacement, the longevity estimate was noted to be 13 months. The only programming changes at the clinic check the week earlier were minor rate response adjustments and nothing related to programmed lower rate or output settings. It was noted patient had significant ventricular tachycardia/ventricular fibrillation (vt/vf) therapies delivered approximately six months earlier, however nothing since. The patient was noted to be upset by the "swings" in battery longevity. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.